Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-18936, 1627487-2021-18937, 1627487-2022-00824. It was reported that the lead site wound had fluid discharge. Additional information was received that the patient had an allergic reaction on the skin of the forehead and around the cranial wound. The patient was prescribed IV antibiotics, surgery may have occurred on (B)(6) 2021 to wash out the wound, and patient was hospitalized to address the issue. The patient was later discharged from the hospital. The issue resolved without sequelae.